Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead conductor fracture and confirmed via x ray. In addition, during the procedure the helix got deformed during body turn to place the lead in the left bundle branch (lbb) area and could no longer be retracted. This rv lead was replaced with the same model and not implanted. No adverse patient effects were reported.